Event description:
In 2009 the pt reported she received an e4 (occlusion) message on her insulin infusion device while trying to bolus 10 units of insulin. She stated she then received an a8 (bolus cancelled) message. The pt was assisted in clearing both errors and found that 4.7 units of insulin was delivered. The pt disconnected from her headset and primed without error. She then changed her headset and discovered the cannula was bent. The pt changed her headset and successfully completed her bolus amount. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.